Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012889267 was returned and analyzed. Visual inspection identified a fracture in the shaft at 25.8 inches from the tip of the sheath, adjacent to the handle. After extraction of the dilator from the sheath, a stress mark was revealed adjacent to the fracture point on the shaft. Performance testing was also conducted. The pressure test at 45 pounds per square inch gauge (psig) and the vacuum test at -8.5 psig indicated a "severe leak." During functional testing, a leak was confirmed at the location of the shaft fracture. In conclusion, the sheath failed the returned product inspection due to a broken shaft at the handle distal end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulse field ablation procedure, after advancing the sheath 10fcc13 flexcath contour 10f into the right femoral vein, blood and fluid were observed leaking from the handle/shaft connection. The sheath was replaced and the case was completed. No patient complications have been reported as a result of this event.